Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2267 which occurred on the homechoice (hc) during use, during fill 4 of 5. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated they would complete therapy using manual supplies. The tsr instructed the hp to call and inform the registered nurse (rn). The hc was operational. This writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2011 regarding reported problem. The pd rn stated the patient did contact them the following morning regarding the alarm. They stated that they went over the possible causes of the alarm, and nothing was identified. The pd rn stated that a follow up was done later on to make sure therapy has been continuing fine and it has been. The pd rn stated no further problems have been identified. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2267 alarm was found to have an undetermined cause. Although the technical service representative (tsr) reported several probable causes, the problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.